Event description:
It was reported that when connecting the extension tubing to the new bd tubing, the MRI tubing cracked. The crack was not noticed and the patient came back from an MRI with medication in the bed. It was confirmed during follow up that there was a fifteen (15) minute delay in care, however; there was no patient harm as a result of this event.

Manufacturer narrative:
Additional information provided: d.11. Correction on initial report: d.1, d.4, g.5 & h.4 (disregard expiration date, 510k # and manufacturing date). Photo provided by the customer shows a leak from the maxzero to the connection of the male luer component. The root cause of this failure was not identified.

Manufacturer narrative:
Patient demographic requested but not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when connecting the extension tubing to the new bd tubing, the MRI tubing cracked, the crack was not noticed and the patient came back from MRI with medication in the bed., there was a fifteen (15) minute delay and there was no patient harm.